Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the rad/fluoro values start at 0 when starting the imaging system and a restart restores functionality.

Event description:
Medtronic received information that, while in a spinal fusion, the image acquisitions had a ring artifact in them. It was noted that the image was used to complete the procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.